Event description:
Around march 2014, there had been a pump that intermittently stalled and was later replaced. There was no patient information, drug information, associated symptoms, or outcomes provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).